Manufacturer narrative:
The damage found was sustained during the surgical procedure. The lead was otherwise normal.

Event description:
It was reported that the left ventricular lead was explanted and replaced due to lead dislodgement. The lead dislodgment was discovered during a chest x-ray in clinic. Loss of capture in all of lead vectors prompted a chest x-ray. The patient tolerated the procedure well and was discharged.